Manufacturer narrative:
The root cause of this event is user error. Investigation into this event determined that the user incorrectly assigned patient demographics to ten patient samples while using the batch mode of sample programming. The vitros 3600 system did not malfunction.

Event description:
The customer reported that results for multiple patient samples obtained from a vitros eciq immunodiagnostic system were associated with the same incorrect patient demographics. The ten incorrect patient demographics were identified by the customer, therefore, no discrepant results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)